Event description:
While performing a salpingectomy during surgery the enseal large jaw tissue sealer was placed into the port of the endo seal - surgery machine and was warming up to the start position . Failure to shut jaw came up on the screen, tried again, same message. Tissue sealer removed and replaced with a new enseal into the port to warm up till the start position said ready. Procedure continued with no other problems noted with endo seal machine.